Event description:
Device has been explanted and not replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: one opening assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.